Event description:
It was reported that a pump display was frozen on the bolus screen. There was no adverse impact to the customer¿s blood glucose level, as it remained between 54-500 mg/dl. The customer resolved the issue by resetting the pump following instructions provided by technical support.